Event description:
Healthcare professional reported left side "rupture and replacement from textured to smooth due to the patient's concerns of the device". Healthcare professional later confirmed "rupture diagnosed via MRI". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side ¿rupture and replacement from textured to smooth due to the patient's concerns of the device¿. Healthcare professional later confirmed "rupture diagnosed via MRI". Device remains implanted.